Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as per the customer an esp contract, the motors are not repaired but they get exchanged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of no code available. No patient impact reported. The repair request was escalated to a product event due to the return of the part in less than 90 days from the purchase or repair. On follow up it was reported that the device was overheating.

Manufacturer narrative:
H3:product analysis:evaluation couldn't able to reproduce the reported malfunction of overheating and the maximum temperature was measured to be 89f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.